Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). One (1) used binary connectors attached to unknown drug vial and pab bag without packaging was returned for evaluation. The fully assembled and activated addease system was visually inspected and no defects were observed. Additionally, the system was disassembled and subjected to further visual examination, during which the presence of a black particle defect on the binary connector could not be detected. Based on the results of the evaluation the defect reported was not confirmed. We will maintain this report for further references and continue to monitor other reports for similar occurrences. If any additional pertinent information becomes available, a follow up will be submitted.

Event description:
As reported by the user facility: brief inquiry description: black particle found in addease assembly. Detailed inquiry description: rn when to activate addease assembly but found a black speck on the white rubber plug from the addease. The black speck did not come off the white rubber plug, but when I shook the assembly, it then removed itself from the white plug. The black speck is still in the assembly unit, but it's no longer visible. It is stuck somewhere in the system.